Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant products: a3dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the atrial lead and right ventricular (rv) lead exhibited fracture, and noise was detected in the upper and lower shoulder. Some episodes were also recorded. The atrial lead and right ventricular (rv) lead remain in use. The patient to monitored and evaluated at follow up check. At follow up check the atrial and rv lead exhibited threshold gradual increase, and noise noted in unipolar and bipolar respectively of atrial and rv lead. The atrial and rv lead remain in use, and lead revision scheduled for a later date. The rv and atrial lead revision procedure was performed. Visual examination was performed but neither clear lead fracture nor insulation damage was observed. Also, when the rv and atrial lead route inside the pocket was inspected by fluoroscopy and visual observation, no overlapping or worn-out spots were observed. The atrial and rv lead remain in the patient out of service, and were replaced with new leads. No patient complications have been reported as a result of this event.